Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported the patient's pump was not working correctly. Their personal therapy manager (ptm) showed an error code of 8533. The call was disconnected during the warm transfer. Patient called back to state their morphine pump was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.